Manufacturer narrative:
Five days later, the system was explanted. This device is currently being used as a temporary implantable cardioverter defibrillator (ICD) outside the patient's body, through jugular access. Should additional information become available, this report will be updated.

Manufacturer narrative:
The system remains in service at this time. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient has an infected pocket. The patient is dependent so the sales representative was inquiring if they could clean up the device casing and use it externally until the infection clears. Technical services discussed this is off lable and not recommended. Technical services recommended consulting literature on this subject and referred the caller to the hospital pathology lab to see if they have standard procedures for cleaning devices.